Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was deceased, and the cause of death was multiple organ system failure. The blood glucose at the time of death was unknown. The customer's son stated that the customer had refused an ambulance due to blood glucose issues and wound up in the hospital the next day. The caller stated that the customer was foaming at the mouth and unresponsive when admitted to the hospital. The doctors had tried to poke her fingers to get a response unsuccessfully. The caller was unsure whether the customer had been wearing the insulin pump at the time of death. Nothing further reported.